Event description:
It was reported that impedance values for the the patient's leads 0-3, 8-15 were greater than 3600 ohms. The lead was cleaned but still showed high impedances. An x-ray was performed and all contacts appeared good. Intra-operative impedance testing was within range (4000-6000 ohms). The doctor refused to use the implantable neurostimulator and another neurostimulator was used. It was noted that there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional review indicates the information in MFR report # 3004209178-2012-00711 pertains to this manufacturer's report. Any additi onal information will be reported in this report.

Manufacturer narrative:
Lead model 3777-60 (B)(4) implanted: unk explanted: unk, lead model 3777-60 (B)(4) implanted: unk explanted: unk, recharger model 37752 (B)(4), programmer model 37744 (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37711, serial (B)(4), found no anomaly. Normal impedance was observed when tested in a saline solution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.